Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided.

Event description:
Upon investigation it has been determined that there is a fracture and after a follow-up with the doctor, he confirmed that the tip broke while unscrewing the implant mount.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tool hex sst 1.25mm 22mm (hxl1.25) was returned for investigation. Visual evaluation of the as returned product identified that the tip was twisted/damaged and fractured. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hxl1.25 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: damaged drive feature & fracture). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.